Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric procedure, stapler fired on the antrim of the stomach with a black reload and gore seamguard. It was very thick tissue and the gun "died" and the battery stopped. The surgeon tried to reverse the knife blade with the reverse button but nothing happened. He then went to use manual override and cranked it until the manual closing lever to clode the jaws opened. They sprung open but the jaws did not open with it. They could not get the jaws opened and had to cut out the stapler. They cut out the stapler and re-stapled on the stomach and they continued to complete case. They did a leak test and everything was great. Surgery was delayed 15 minutes due to this reported event. No fragments were generated. No patient complications.

Manufacturer narrative:
(B)(4). Date sent: 10/15/2020. D4: batch #u5cd56. Investigation summary: the analysis found that one plee60a device was returned with the anvil and closing trigger in the closed position, with an unknown trocar inserted in the jaws, and the anvil bent upwards. One gst60t reload was loaded in the device. The reload was received fully fired with the reload deck damaged. The manual override door was noted to be out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.